Event description:
It was reported that the patient with this pacemaker presented a bradycardia pacing rate not as expected and ventricular pacing that accelerated the rhythm into an atrial tachycardia. Technical services (ts) provided troubleshooting options. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted and in-service. As such, physical analysis has not been conducted in our laboratory. Based on the available information, and in the absence of a product return, boston scientific has assigned an investigation conclusion code of known inherent risk of device. A risk review was completed and confirmed that the event of brady pacing rate not as expected was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this pacemaker presented a bradycardia pacing rate not as expected and ventricular pacing that accelerated the rhythm into an atrial tachycardia. Technical services (ts) provided troubleshooting options. This device remains in service. No adverse patient effects were reported.